Event description:
During a robotic endoscopic procedure, the rf dissecting forceps failed to grasp tissue correctly. The forceps would not close completely. The handpiece was removed and replaced, and the procedure continued without further action. No visile damage was noted at the time of the event. ====================== manufacturer response for dissecting forceps, robotic, pk dissecting forceps (per site reporter).====================== manufacturer provided RMA (packaging) for return and evaluation of device.